Manufacturer narrative:
G2 report source; corrected. At the time of this report the physical device was not received at the investigation site. Five photos were used for evaluation. Photos showed flange component broken, complaint was confirmed. Potential root cause was due to manufacturing and corrective actions are currently in process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot numbers.

Event description:
It was reported that the flange of the tube broke during patient use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.